Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level ranging from 370 mg/dl to 450 mg/dl. Reportedly, the infusion set was changed multiple times. The contact believes the pump was not delivering insulin. Additionally, it was reported that a resume pump alarm occurred. Reportedly, the contact believes the user stopped insulin delivery to change the supplies. The bg level was addressed with a bolus via the pump and a manual injection. The user successfully loaded a new cartridge and resumed insulin delivery.